Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe bipolar catheter was used during a colonoscopy procedure one day prior. (Patient gender, age and weight unknown) according to the complaint, an injection gold probe was primed with saline then passed down colonoscope. The first pulse was successful, and then nothing. Changed lead, still nothing. The procedure was completed with a second injection gold probe bipolar catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Disposed of by customer.